Manufacturer narrative:
Additional narrative: a manufacturing evaluation was conducted. The report indicates that the investigation of the returned uss set screw has shown that the thread of the holding screw is badly damaged. Also the inner thread of the clamp is damaged. This lead us believe that the screw was not positioned accordingly and got screwed in on a slight angle which resulted in the damage of the screw thread as well caused a sward on the inner thread of the clamp (still visible). Once been taken out again, the damages were that severe, that the screw could not be reinserted again. Reviewing the manufacturing- and material document shows no deviation to the specification was found. The article conforms to our specifications and no product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
For the burst fracture in the l3, the surgery took place with the use of schanz screws (uss fracture system) in order to fix lumber vertebrae between the l2 and l4. After the reduction of the fracture, it turned out that the surgeon could not clamp the gold nut down to the wire when trying to screw the rod into the l2. Despite tightening the nut so hard by force, the surgeon found it easily loosened. Eventually, as the surgery necessitated the use of a new clamp, the reduction took place once again to complete the operation successfully. The surgical delay was 30 minutes. There were no adverse consequences to the patient this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product codes: mni, mnh, kwp, kwq. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This complaint is assessed as not related to sterilization. Vendor of the corresponding non sterile part: 498.831 / lot 8943735 is synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.